Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced progression of coronary artery disease requiring target vessel revascularization. (B)(6) 2011 - the patient presented with unstable angina. The 95% stenosed, de novo target lesion was 15 mm long with a reference vessel diameter of 3.5 mm, located in the proximal left anterior descending artery (lad). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.5 x 24 mm taxus liberte stent . Following post dilatation, residual stenosis was 9%. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2011 - in-stent restenosis was noted in proximal lad which was treated with the placement of a 3.5 x 23 mm drug eluting promus stent. (B)(6) 2013, 935 days post index procedure; the patient presented shortness of breath and exercise intolerance associated with burning of tongue, cold sweats, nausea extreme fatigue and hair loss. The patient was hospitalized the same day. The 90% stenosis in the proximal lad was treated with coronary artery bypass graft (CABG) from the left internal mammary artery (lima) to the left anterior descending artery (lad).